Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was identified. The rear therapy electrode cable was pulled from the strain relief, damaging wires in the cable.